Event description:
Customer called to report that the eosinophils (eos) were high on the coulter lh750 hematology analyzer. When the results were flagged as erroneously high, the samples were rerun on another instrument in the laboratory. No erroneous results were reported out of the laboratory. There was no death, injury or change to patient treatment attributed to or associated with this complaint. Customer stated that result data / printouts were no longer available. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting. The cts instructed customer to clear the flow cell, change the diff (differential) pak, and then purge and bleach the flow cell. Customer called back and stated that the issue was not resolved; the cts generated an onsite service request. The field service engineer (fse) inspected the instrument and found that the issue was likely caused by the laser. The fse replaced and aligned the laser to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).